Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The pt tests her blood glucose 4-6 times a day. She manages her diabetes with metformin, glipizide, and another unidentified oral medication. The pt explained that if her blood glucose readings are low, she skips her medications, eats food or a snack, and then retests 2 hours later. The pt continues to eat food until her blood glucose level rises. After that, the pt then takes her medications. The pt indicated that the alleged meter issue started on an unspecified date/time in late 2008. On an unk date/time during the time of concern, the pt obtained a "regular" blood glucose reading before bedtime. She had eaten dinner earlier that same evening and took her medications as prescribed. The pt was unable to recall what reading she obtained that night and did not know if she ate a snack before going to bed. Around 1:00-2:00 am, the next morning, the pt woke up sweating and dizzy. She was also "seeing stars" and had a burning sensation. The pt tested her blood glucose while she was symptomatic and got a reading of "56 or 70mg/dl." The pt administered self-treatment by eating food. The self-care helped to relieve her symptoms. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot# not provided.